Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stent placement procedure on (B)(6) 2012. According to the complainant, during the procedure, the stent system was backloaded over a 0.035" gi guidewire. The guidewire became stuck in the stent catheter and the coating on the back end of the guidewire peeled off. The guidewire peeled outside of the patient; no coating fragments fell into the patient. The guidewire resistance caused the stent to deploy outside of the patient. No visible issues were noted to the stent system. The physician decided to not complete the procedure and to place a stent at a later date. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of stent deployed prematurely. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.